Manufacturer narrative:
H.6. Investigation: one photo and one optima injector lured to a syringe were provided to our quality team for investigation. Through visual inspection, the membrane is observed to be detached from the optima injector. Upon further evaluations, the hole on the bottom of the membrane was clogged, preventing proper assembly. As a result of the clog, the cannula cannot properly penetrate the membrane, therefore, leading to the detachment observed. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. H3 other text : see h.10.

Event description:
It was reported that the bd phaseal optima injector (n35-o) separated from the membrane after priming. The following information was provided by the initial reporter: "when placing the injector onto the syringe primed with air. The membrane shot off across the hood. Needed to get another injector".

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal optima injector (n35-o) separated from the membrane after priming. The following information was provided by the initial reporter: "when placing the injector onto the syringe primed with air. The membrane shot off across the hood. Needed to get another injector".